Manufacturer narrative:
After further clinical review, this event was identified to be the same event and patient reported on medwatch # 2020394-2010-00186 and user facility medwatch report #(B)(4). Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: (first) patient had a history of multiple recurrences of pulmonary emboli, and dvt in the left lower leg. Patient was on anticoagulation medication at the time of the dvt occurrence in the left leg. A CT scan indicated multiple pulmonary emboli in the pulmonary arteries. A vena cava filter was deployed in an upright position in the ivc; there were no reported difficulties with the filter deployment. Patient was diagnosed with mild mitral regurgitation and tricuspid regurgitation with the complaint history of chest pain prior to filter deployment as well as post filter deployment. Approximately eight months post filter deployment a CT scan of the abdomen demonstrated the filter in good position, no reported concerns with the filter. Approximately one year post filter deployment, a CT scan demonstrated a detached filter limb in the pulmonary artery, due to the location no attempt was made to remove the filter limb. The CT scan also identified a filter limb that appeared to be extending through the ivc wall. The physician reported that the patient requested the filter to be removed from the ivc, despite indications the filter was performing as expected. The filter was removed successfully using a snare device that captured and retrieved the filter without incident. There were no reported difficulties retrieving the filter. A vena cava gram performed post filter removal, did not demonstrate any perforation or extravasation in the ivc. A new vena cava filter was prepped and deployed successfully inferior to the renal takeoffs. No attempt was made to remove the detached limb from the pulmonary artery. Two months post filter removal a chest x-ray demonstrated the detached limb in the pulmonary artery; reportedly, unchanged since the filter removal. A CT scan of the chest demonstrated no evidence of pulmonary embolism, pleural effusion, or pneumothorax was identified. Medical records review: (second) the patient experienced dvt which lead to pe despite a therapeutic level of anticoagulation. A hypercoagulability panel was initiated and placement of a vena cava filter was scheduled. After informed and written consent were obtained, the patient¿s right groin was prepped and draped in the usual fashion. Access was gained and a 7 french sheath was inserted in the right common femoral vein. A swan-ganz catheter was inserted and advanced to the level of the pulmonary artery. A pulmonary angiogram was performed and the right side was visualized. A catheter was floated to the right upper segmental arteries and tissue plasminogen activator was slowly infused to the area over several minutes. Wires and catheters were removed and exchanged for a deployment sheath. Venacavogram was performed then the filter was deployed in an infrarenal position. All wires and catheters were removed. The patient tolerated the procedure well without complication. A recommendation to retrieve the filter in three to six months was documented. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a CT scan identified a detached limb in the pulmonary artery and one limb extending through the ivc wall approximately one year post deployment. The filter was successfully retrieved without incident. Additional medical records were received, no additional deficiency with the filter was identified. Based on the medical records, limb detachment and perforation of the ivc can be confirmed. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for recurrent pulmonary emboli and dvt. Approximately one year post filter deployment CT imaging demonstrated one filter limb perforating the ivc wall and a detached filter limb in the pulmonary artery. A snare device was used to capture and retrieve the filter successfully and without incident. There were no difficulties experienced removing the filter. No attempt was made to remove the detached limb from the pulmonary artery. Post filter removal a contrast injected vena cava gram demonstrated the ivc to be patent, there was no perforation or extravasation identified. A new vena cava filter was prepped and deployed inferior to the renal takeoffs without incident. Patient was reportedly hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
Manufacturing review:a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection:as the device was not returned, an inspection could not be performed. Functional/performance evaluation:as the device was not returned, an evaluation could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion:neither the device nor images were returned. Medical records were provided. The medical records allege a CT scan identified a detached limb in the pulmonary artery and one limb extending through the ivc wall approximately one year post deployment. The filter was successfully retrieved without incident. Based on the medical records, limb detachment and perforation of the ivc can be confirmed. Based on the available information, the definitive root cause for this event is unknown. Labeling review:the current IFU (instructions for use) states: - warnings:filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - possible complications include, but are not limited to, the following: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had a history of multiple recurrences of pulmonary emboli, and dvt in the left lower leg. Patient was on anticoagulation medication at the time of the dvt occurrence in the left leg. A CT scan indicated multiple pulmonary emboli in the pulmonary arteries. A vena cava filter was deployed in an upright position in the ivc; there were no reported difficulties with the filter deployment. Patient was diagnosed with mild mitral regurgitation and tricuspid regurgitation with the complaint history of chest pain prior to filter deployment as well as post filter deployment. Approximately eight months post filter deployment a CT scan of the abdomen demonstrated the filter in good position, no reported concerns with the filter. Approximately one year post filter deployment, a CT scan demonstrated a detached filter limb in the pulmonary artery, due to the location no attempt was made to remove the filter limb. The CT scan also identified a filter limb that appeared to be extending through the ivc wall. The physician reported that the patient requested the filter to be removed from the ivc, despite indications the filter was performing as expected. The filter was removed successfully using a snare device that captured and retrieved the filter without incident. There were no reported difficulties retrieving the filter. A vena cava gram performed post filter removal, did not demonstrate any perforation or extravasation in the ivc. A new vena cava filter was prepped and deployed successfully inferior to the renal takeoffs. No attempt was made to remove the detached limb from the pulmonary artery. Two months post filter removal a chest x-ray demonstrated the detached limb in the pulmonary artery; reportedly, unchanged since the filter removal. A CT scan of the chest demonstrated no evidence of pulmonary embolism, pleural effusion, or pneumothorax was identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for recurrent pulmonary emboli and dvt. Approximately one year post filter deployment CT imaging demonstrated one filter limb perforating the ivc wall and a detached filter limb in the pulmonary artery. A snare device was used to capture and retrieve the filter successfully and without incident. There were no difficulties experienced removing the filter. No attempt was made to remove the detached limb from the pulmonary artery. Post filter removal a contrast injected vena cava gram demonstrated the ivc to be patent, there was no perforation or extravasation identified. A new vena cava filter was prepped and deployed inferior to the renal takeoffs without incident. Patient was reportedly hemodynamically stable at the conclusion of the procedure.